Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that customer was in the hospital for non diabetes related pain and was also not on the insulin pump for over 2 weeks.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose with blood glucose of 40 to 60 mg/dl at the time of the incidents. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported the pump was over delivering. The customer was waking up with significantly less insulin in their reservoir. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.